Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported her insulin pump has damage. The reservoir compartment has a broken o ring. Customer's blood glucose was 333 mg/dl. She treated with a manual injection. The damage is from normal wear and tear. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube, broken reservoir tube lip and minor scratched display window.